Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. There was no report of hospitalization. It was reported the patient was treated with imipenem injection (1 g, once daily, intraperitoneal, discontinued after seven (7) days) and amikacin injection (500 mg, once daily, intraperitoneal, discontinued after seven (7) days) for peritonitis. The patient recovered from the events two (2) days after event onset. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.